Event description:
It was reported that a hole in the fabric of the closure device was suspected. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was), anterior curve was and a 24mm watchman flx laa closure device & delivery system (wds) were used. Multiple recaptures were performed on the closure device before implanting the closure device in its final position. The patient was discharged home the same day. At the 45 day follow up appointment, a hole in the fabric of the closure device was suspected. The patient was placed on an oral anticoagulant medication regimen for six to eight weeks, and follow up transesophageal echocardiography (tee) will be performed. No harm has occurred to the patient and they are fine.